Event description:
It was reported that the pcu and lvp error alarm whilst in use. Nurse informed that it is in use with the patient a loud sound started to activate then error screen appeared. But the nurse could not get when the error code happens and she switched off the unit. Error log attached for both pump and pcu. There was no patient involvement.

Manufacturer narrative:
Omit: a1601 device alarm system (1012), g0600101 alarm, audible, b17 device not returned, c20 no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information : imdrf a,g and c codes.

Event description:
It was reported that the pcu and lvp error alarm whilst in use. Nurse informed that it is in use with the patient a loud sound started to activate then error screen appeared. But the nurse could not get when the error code happens and she switched off the unit. Error log attached for both pump and pcu. There was no patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pcu and lvp error alarm whilst in use. Nurse informed that it is in use with the patient a loud sound started to activate then error screen appeared. But the nurse could not get when the error code happens and she switched off the unit. Error log attached for both pump and pcu. There was no patient involvement.